Event description:
It was reported that the patient was receiving inaccurate sensor readings consistent with dampened waveform. As a result, the clinical site checked the sensor readings via echocardiogram on 07mar2019, where the cm mean remained the same because the cm systolic and right ventricular systolic pressure from the echo matched. Accurate readings were observed under the manufacturer's patient care network database.